Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/12/2018. On 12/13/2018, initial visual analysis identified ¿scratch found on the surface of the shaft approx. 2.5cm from distal tip. Reddish material in pebax sleeve.¿ on 12/20/2018, second visual analysis found ¿reddish material under the clear pebax, a "bent" in the shaft near the tip/shaft transition and are visible "scratch and scuff" marks in the tip beyond this the device looks normal¿. These findings of the scratch on the shaft is deemed a reportable malfunction as it appears to be rough and may present risk of injury when inside the patient¿s body. The blood in the pebax is not reportable since there is no evidence for integrity-compromising damage. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that during the procedure, the thermocool® smart touch® sf bi-directional navigation catheter became stuck in a vessel upon trying to retrieve it from the patient¿s body. Physician used excessive force and manipulation to release the catheter. Once outside the patient¿s body, the catheter was observed to be ¿deformed¿. The physician opted to introduce the catheter into the patient once again and noted that it did not respond to touching cardiac tissue as intended. The catheter was exchanged for another catheter to complete the procedure. There were no reports of damage such as lifted rings or wires being exposed. No sheath was in use during the event. No patient consequence was reported. On 1/24/2019, a scanning electron microscope (sem) analysis was done on the complaint device. ¿sem showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax.¿ a hole on the pebax is considered an MDR reportable malfunction. Product evaluation details: the device evaluation has been completed. The device was inspected and a surface scratch was observed on the shaft, a reddish material was observed inside the pebax, and a bent at the tip. The catheter outer diameter was measured and it was found within specification. The magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, an electrical test was performed on the catheter and it was found within specifications, however, the thermocouple values were found out of spec. A failure analysis was performed and it was found that there is an electrical intermittence on the tip area creating the temperature issue. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage on pebax and the bent tip cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Temperature failure is detectable in production; however, the wires can break during the procedure due to the manipulation of the device. This failure does not represent any patient safety impact. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 30073338l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for left sided non-ischemic ventricular tachycardia with a thermocool® smart touch® sf bi-directional navigation catheter and a medical device entrapment issue occurred. It was reported that during the procedure, the thermocool® smart touch® sf bi-directional navigation catheter became stuck in a vessel upon trying to retrieve it from the patient¿s body. Physician used excessive force and manipulation to release the catheter. Once outside the patient¿s body, the catheter was observed to be ¿deformed¿. The physician opted to introduce the catheter into the patient once again and noted that it did not respond to touching cardiac tissue as intended. The catheter was exchanged for another catheter to complete the procedure. There were no reports of damage such as lifted rings or wires being exposed. No sheath was in use during the event. No patient consequence was reported. The issue of medical device entrapment with excessive manipulation to release has been assessed as an MDR reportable malfunction.